Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that multiple sensor expiration alerts occurred prematurely. There was no reported adverse impact. Multiple sensors were replaced to resolve the issue.